Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt on (B)(6), 2014 to the patient who is (B)(6) female with subarachnoid hemorrhage. The setting of the pressure were unknown. After the implantation of the device, it was observed the ventricles of the patient's brain became large. The contrast radiography was conducted due to the suspected occlusion of the implanted valve on (B)(6), 2014 and the device was removed on the same day since it was confirmed the occlusion and the complicated tuberculosis meningitis with the patient. The patient was treated with a lumbar drainage and would monitored continuously.

Manufacturer narrative:
The position of the cam when the valve was received was 30mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. The valve only leaked from the needle holes in the needle chamber, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3146, with lot number cphckc, conformed to the specifications when released to stock on the 4th september 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated.